Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens during the same surgery due to a tear in the capsular bag. The incision was enlarged to remove the lens and an anterior chamber lens was implanted. A vitrectomy was not performed and sutures were not required. The reporter stated a competitor's phacoemulsification system was used.

Manufacturer narrative:
Eval:visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, work order search and the evaluation of returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.